Event description:
During an in-clinic follow up, high capture threshold and high sensing threshold were noted on the right ventricular (rv) lead. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.